Event description:
It was reported that pump displayed malfunction alarm in tandem source, with malfunction code 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that alarm indicated pump malfunction, guided caller through pump reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction code appeared again.